Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and no recurrence of the malfunction code was observed after the reset. The customer was advised to continue using the pump and to contact technical support if any further issues arise.